Event description:
A patient developed acanthamoeba keratitis during orthokeratology for myopic reduction. Patient was wearing overnight rigid gas permeable (oprifocon a) reverse geometry contact lenses when she developed discomfort in the right eye. The discomfort progressed over one month despite antibacterial and coirticosteroid eye drops. At referral, patient presented with hand motions vision and a ring-shapeed stromal infiltrate. A corneal biopsy revealed amoebic cysts by histopathological evaluation. Acanthameoba species were isolated on buffered charcoal-yeast extract agar from corneal scrapings and from the contact lens. After six months of topical antiprotozoal therapy, visual acuity had improved. One year later, penetrating keratoplasty was performed. The corneal button was thinned and scarred but had no observable cysts. Postkeratoplasty visual acuity improved to 20/20.